Event description:
It was reported that the shock impedance on this lead is out of range (over 150 ohms). Rv sense amplitude has been variable. Patient recently received a generator change. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.